Manufacturer narrative:
Although the devices involved with this event were not returned, this event was confirmed by using the series of images provided by the customer. Bone attached was observed around of the implant (concomitant) which is consistent with placement and/or removal of the product by the customer. Evidence of the fractured screw was observed inside of the implant. The complaint was confirmed. The lot number for the abutment screw was not provided; therefore, a device history record review could not be completed. The review of the DHR record for the implant did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The clinician proved the manufacturer with intra-oral images/images depicting the problem reported, product was not returned to the manufacturer.

Manufacturer narrative:
Product has not been returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured inside of the implant. After several attempts to remove screw. The dentist decided to removed the implant.